Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pre-existing pe noted. Venous access was obtained and transseptal puncture (tsp) was performed under tee using versacross connect (vcc) transseptal system through a watchman trusteer access system (was). It was noted the vcc radiofrequency (rf) wire was advanced and pulled back many times to get adequate position on the septum. Intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for the implant portion of the procedure. A pigtail catheter was inserted. A 24mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed, requiring zero recaptures in a posterior chicken wing laa anatomy. The procedure was concluded. Two (2) days post index procedure, the patient was admitted to the intensive care unit (ICU) with cardiogenic shock following a pe. The pe is small to moderate , and did not change over the weekend. No drain was required, and the patient only required pressor medication management. The patient is in stable condition currently recovering in the hospital and is expected to fully recover. The patient was on aspirin and plavix at the time of the event.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pre-existing pe noted. Venous access was obtained and transseptal puncture (tsp) was performed under tee using versacross connect (vcc) transseptal system through a watchman trusteer access system (was). It was noted the vcc radiofrequency (rf) wire was advanced and pulled back many times to get adequate position on the septum. Intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for the implant portion of the procedure. A pigtail catheter was inserted. A 24mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed, requiring zero recaptures in a posterior chicken wing laa anatomy. The procedure was concluded. Two (2) days post index procedure, the patient was admitted to the intensive care unit (ICU) with cardiogenic shock following a pe. The pe is small to moderate , and did not change over the weekend. No drain was required, and the patient only required pressor medication management. The patient is in stable condition currently recovering in the hospital and is expected to fully recover. The patient was on aspirin and plavix at the time of the event. It was further reported the pe was small to moderate without obvious evidence for tamponade physiology and appeared to be around the right ventricle. It was confirmed that after the index procedure, the patient was discharged and then returned to the hospital due to the pe. During the index procedure, there was difficulty visualizing the vcc rf wire due to patient anatomy. After manipulating and reshaping the vcc dilator, the physician was able to visualize the was and vcc rf wire on the septum despite the vcc system requiring to be tracked multiple times in order to visualize it. The patient remained hemodynamically stable throughout the procedure. The patient was discharged from the hospital, without requiring any further interventions.